Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Due to it's age the device is not repairable. The customer was advised to remove from service. The device was not returned, therefor no root cause could be determined.